Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage gastroscopy procedure performed on (B)(6) 2021. Prior to the procedure, during unpacking, it was noted that the stent was partially released. Another hot axios stent was implanted to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.